Event description:
Customer called customer service to inquire what the word "set" meant when it was displayed on his adc blood glucose meter. Customer further reported that the day before, on (B)(6) 2013 while he was at a healthcare facility doing "non-medical" business, he began to experience "hypoglycemia" but noticed the word "set" on his meter. Customer further reported he subsequently experienced a loss of consciousness. Paramedics were called and transported him to the emergency room. Customer was diagnosed with hypoglycemia and treated with "50 mg. Of dextrose" via intravenous infusion. Customer self-treated with food. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Initial MDR should have been sent as a final. Complaint involved a training issue; hence no product will be returned for investigation.